Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial and femoral loosening at the cement/implant interface. The cement manufacturer is unknown. The loosening was due to a fall. **update rec'd 4/3/2017- clinical der states that patient was revised to address femoral loosening at the cement/implant interface and tibial loosening at the bone/cement interface. Osteolysis was also found. The complaint was updated on 4/11/2017. Update rec'd 03/31/2017 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain, swelling, and discomfort. At this time the patient's femoral, tibial, patella, insert and cement are being reported. The loosening interface is unknown as the sales rep der and clinical der are different. The complaint was updated on: 04/12/2017.

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided x-rays confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.